Event description:
It was reported that while using two surgical fibers during a prostate procedure, the fibers overheated at 42,883 joules; first fiber 5:45 minutes of use and second fiber 13:26 minutes of use. The procedure was completed using a third surgical fiber. A total of 24:58 minutes of use for the procedure. There was no patient injury reported. This report is for the first surgical fiber used.

Manufacturer narrative:
Failure analysis for fiber model #0010-2400; lot #416a; serial #(B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus adhesion; the glass cap is protruding from the metal cap; the bevel edge at the output window is off center. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.